Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that an unstable temperature message was displayed during the procedure. The ablation level could not be confirmed with echo. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One rfa1530 and one rfapad were received for evaluation. The returned products met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was unstable however the reported condition was not confirmed. The water circulated normally through the device. The device read the temperature and lesioned properly. The needle was removed for further inspection. The solder joint at the tip of the thermocouple was found to be intact. Additionally the rfapad tested satisfactorily. The investigation found the device to function normally and within specifications. A trend has been identified for this product and a CAPA has been issued. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.